Event description:
In an inbound call, the patient reported that she had 4 or 5 v-go 40 devices in the last 2 months where the needle button popped out. When asked what portion of the needle button the patient presses on during initial needle insertion, she responded that she pushes her finger on the entire button and later clarified that she pushes to the side of the raised circular bump. The patient was advised to press firmly on the raised circular bump of the needle button going forward. The patient disposed of the v-go 40 devices in question.